Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheters packaging adhesive failed, resulting in a sterility breach. Noticed before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes our quality engineer inspected the returned unit provided by your facility. Bd received one 24ga insyte autoguard unit within a sealed package from lot number 7131501. All components were present and intact. The packaging on the representative unit received for investigation was not open or damaged and was found to meet manufacturing specifications. A device history record review showed no non-conformances associated with this issue during the production of this batch. Although the returned unit met specifications, a corrective action project has been implemented to address the issue of inadequate sealing of packages. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte autoguard shielded IV catheters packaging adhesive failed, resulting in a sterility breach. Noticed before use. There was no report of exposure, injury, or medical intervention noted.